Event description:
The customer reported multiple tears throughout the canopy and mattress. The zipper slider is opening up. The damage was caused by a (B)(6) male pt who exhibited violent and very aggressive behavior. The child did the damage to the canopy with a pen. There was no pt injury reported.

Manufacturer narrative:
The product was returned for eval. Inspection found a five foot rip in the top ridge vinyl hanger. The pt surface of the mattress envelope had a twelve foot rip. The slider body was open on the panel side b window. On panel side d, the cap elastic was ripped. The user manual specifies that the canopy bed should not be used with pts diagnosed with any condition that may cause violent or self-destructive behaviors. These could result in self-injury and/or damage to the posey bed. (B)(4).